Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced spring detached from outer ring of inserter issue with two sets prior to insertion due to the tubing placed in the notch prior to pulling back on (B)(6) 2026 which resulted in hyperglycemia.this issue caused the patients blood glucose level to exceed 500 mg/dl and the patient got treated with multiple daily injection.the patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4).